Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and a thin line of gel on the tube wall. Additionally, 10 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. No further instances of gel smearing were detected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for gel smearing based on the photos provided. Deposits of gel on the tube wall before use, can be created during the gel dispense process by a ¿drooling¿ dispense nozzle. This is where a small string of gel is suspended from the nozzle after dispensing and is then attached to the side of the tube.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced insufficient gel in tube. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "lab director found that the gel present inside is very thin compared to sst tubes & we found gel is floating along the sample inside the tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced insufficient gel in tube. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "lab director found that the gel present inside is very thin compared to sst tubes & we found gel is floating along the sample inside the tubes."